Event description:
It was reported that a velocity injection port became displaced. The surgeon had to replace it to correct the situation. The patient was discharged with no further patient consequence.

Manufacturer narrative:
Date sent: 12/10/2008. Information anticipated, but unavailable at this time.